Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell on her ipg incision site. As a result, she experienced discomfort at the site. Imaging did not reveal any anomalies. Regardless, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced. Reportedly, the patient is no longer experiencing issues and effective therapy was achieved following the procedure.